Event description:
The clinician reports the implant was inserted 2023(B)(6) in ada 31. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. On 2023(B)(6), non-osseointegration was verified. Patient presented with inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, increased sensitivity and inflammation. No further patient complications were reported.